Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) continu-flo solution sets leaked through the valve (clearlink). This was observed during patient infusion on a pump with unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.